Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement abbott diabetes care (adc) device. The customer had initially reported being unable to test due to their reader not powering on with a button press or test strip insertion. A replacement device was ordered however, the replacement was not received and the customer was unable to monitor his blood glucose and experienced unspecified hypoglycemia symptoms. The customer had contact with a healthcare professional who obtained a glucose result of 63 mg/dl and glucose serum was administered via IV for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). Visual inspection has been performed on the returned reader and observed reader to be damaged due to use related issue. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement abbott diabetes care (adc) device. The customer had initially reported being unable to test due to their reader not powering on with a button press or test strip insertion. A replacement device was ordered however, the replacement was not received and the customer was unable to monitor his blood glucose and experienced unspecified hypoglycemia symptoms. The customer had contact with a healthcare professional who obtained a glucose result of 63 mg/dl and glucose serum was administered via IV for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.